Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, occurring about once daily or every other day over several weeks, while the device otherwise powered on and the pump retained charge above 50 percent; the issue did not affect blood glucose. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting by phone and user education, including cleaning around the button and monitoring for recurrence with a request for video evidence. Investigation of this case revealed that the button functioned during the call and that environmental or debris-related interference remained a potential factor consistent with a user-interface hardware performance issue involving the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending recurrence and additional evidence.